Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter powers off during use. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that the alleged meter issue began on (B)(6) 2017, alleging that the meter kept powering off. The patient reported that he manages his diabetes using insulin (self-adjuster), and in response to the alleged inaccurate high reading he took less food/drink. On (B)(6) 2017, the patient reported that he developed symptoms of ¿woozy, headache, dizzy ¿. On (B)(6) 2017, the patient reported he attended the doctors office. The doctor carried out a blood glucose reading and obtained the result of ¿112 mg/dl¿ and an a1c test (result was 6), he then increased the patient¿s daily insulin by 5 units per day. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. There was no evidence of misuse of the product, and on the evidence provided the batteries did not need changed. The csr noted that following educating the patient on the meter the issue was not resolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.